Event description:
Per distributor: the pump's lead screw turned properly but the driver block was not moving. It stated that the driver block could not be seated properly on the lead screw threading.